Event description:
It was reported that the patient was revised on her right hip due to pain.

Manufacturer narrative:
The following product was added to the complaint after the initial medwatch was submitted. Cat. No.: 17-0000e, ti sleeve for alumina head, lot code: mkh451; cat. No.: 6020-0230, accolade tmzf hip stem #2, lot code: 26141602. The exact cause of the reported pain could not be determined. A review of the provided records by a clinical consultant indicated there is no evidence the event is device related. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
It was reported that the patient was revised on her right hip due to pain.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown liner. Additionally, an unknown head was reported. Based on the minimal information received, it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report. Hospital retained the device.